Event description:
A report was received that the patient had two ipgs that were dysfunctional. The patient was also experiencing tenderness and a grape sized lesion adjacent to one of the ipgs which seemed to move with the ipg. The patient will undergo a revision procedure wherein the two ipgs will be replaced.

Event description:
A report was received that the patient had two ipgs that were dysfunctional. The patient was also experiencing tenderness and a grape sized lesion adjacent to one of the ipgs which seemed to move with the ipg. The patient will undergo a revision procedure wherein the two ipgs will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had two ipgs that were dysfunctional. The patient was also experiencing tenderness and a grape sized lesion adjacent to one of the ipgs which seemed to move with the ipg. The patient will undergo a revision procedure wherein the two ipgs will be replaced.

Manufacturer narrative:
Additional information was received that there was discomfort from pocket tenderness; the discomfort was due to the battery placement and patient¿s weight loss. The physician did not believe there was device malfunction and was not concerned of a lesion intraoperatively. The patient underwent a revision procedure wherein the two ipg were explanted. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.